Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/30/2024, it was reported by a sales representative via (B)(4) that an ar-13997mf fastpass scorpion mouth is not closing all the way. This was discovered during a procedure. The case was completed with another device with no patient harm.

Manufacturer narrative:
Complaint allegation was confirmed. One unpacked ar-13997mf serial/batch number (B)(6) was received for evaluation. Visual evaluation revealed that the instrument¿s jaw does not close completely; the top and bottom jaws don¿t make contact when the finger is actuated. Functional testing of firing the needle was found to have no issues. The instrument is working as intended. The most likely cause for the reported failure is a user error mishandling the device.